Event description:
Procedure type: unk. According to the reporter: upon insertion of the trocar, the bladeless tip came off. The surgeon has to insert a new trocar and removed the loose trocar tip from the abdomen. A new instrument was used to complete the procedure. No pt injury was reported. No add'l info available at this time.

Manufacturer narrative:
(B)(4)